Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and during the lifting of the left operative eye (os) flap, patient moved, causing vision issues. The patient did not experience a loss of best corrected visual acuity (bcva). Patient was unhappy with vision. The patient reported the symptoms were interfering with daily activities. Secondary surgical intervention will be performed at a later date. Bcva from (B)(6) 2019: right eye pre-op 20/20 1.00 x -.50 x 100, left eye pre-op 20/20 1.75 x -1.00 x 87.